Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A supervisor reported that the equipment did not aspirate during a cataract intraocular lens (iol) implant procedure. The procedure was completed with an alternate unit with no harm to pt.